Event description:
Received info regarding a cartridge alarm 19 during a bolus delivery. There was no reported impact to customer's blood glucose level. Customer successfully loaded a new cartridge.

Manufacturer narrative:
No product returning for eval. Should new info become available, a follow up supplemental report will be submitted.